Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated repeated restart alerts during a cartridge and tubing change, preventing continuation and instructing the user to check alerts; the event aligned with an insulin delivery motor stall alert and a device restart malfunction, and a replacement ilet was provided while the original was requested for return. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, medical intervention, or hospitalization. Investigation included remote troubleshooting, user guidance, and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.